Manufacturer narrative:
The used balloon was returned for eval. A seven cm lengthwise slit was noted on the balloon. It was also noted that 1.6 cm of the slit was jagged. There was no balloon separation along the balloon seam as had been indicated by the customer. The balloon has the appearance of having been damaged by an instrument of undermined origin. The customer had initially reported that the pt is doing fine. Cook has attempted contacting the customer to obtain add'l info, however, the attempts have not been successful. Should cook receive more info regarding this occurrence, we will forward it to FDA.

Event description:
Perioperative bleeding during cesarean section noted after removal of placenta. Bakri balloon was placed through incision into uterus and partially inflated. Incision then closed in two layers. Balloon safely away from closure. Physician and scrub tech heard a "pop". Suspected balloon had burts. It was removed via the pt's vagina. Physician had noted the balloon had deflated spontaneously along the seam of the balloon.